Event description:
It was reported that the patient presented in the operating room for an initial implant. During the procedure it was noted that the lead threshold was high. Various positions were tried but the threshold was continuously out of range. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.